Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyboard, control panel processor and hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the keyboard was freezing. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.